Event description:
It was further reported that the pt did not expire as previously stated.

Event description:
Clinical study. It was reported that 15 months after a coronary artery drug eluting stenting procedure the pt experienced a hemorrhagic stroke. Additional info has been requested.

Event description:
It was further reported that 69 days after a coronary artery drug eluting stenting procedure the pt experienced a hemorrhagic stroke. The target lesion in the index procedure was a 3.0mm, 70% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x12mm drug eluting styent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 69 days after the initial procedure, the pt experienced a hemorrhagic stroke. The pt was treated with hospital admission. The patients' plavix was discontinued at this time. The patient was discharged 9 days later.